Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets in drawer 2.2 were not being detected. The field service engineer (fse) removed the rear panel and verified that the controller board lights were on, shut down the station, reseated all cables in the drawer, and restarted the station. The drawer was tested using the hardware test application and functioned correctly. An acceptance test was run successfully, the application was restarted, and the customer was able to access the drawer and inventory medications. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.2 not detected on bus and failed to open, user was unable to recover, which located on crmc_5sd1. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.